Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was related to user error associated with an incorrect flow sensor connection to the device. Once the flow sensor was connected to the device correctly the reported issue was no longer present. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported an undetermined ventilator inoperative condition, on this ventilator device. The customer stated no patient involvement with this event.